Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that in the patient's room during insertion of the catheter/needle, a crack was found on the needle hub. As a result, the catheter/needle was removed, and a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient.